Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The team delivered over the .018 wire and then had complications with removal. The md states the issue was his user error, because the wire and pump were removed together as one system and the wire frayed and the pump/catheter broke at the motor in the sheath. The team had to apply a femostop to control the blood loss. No blood products were required.

Manufacturer narrative:
The investigation into removal issues and product damage (guidewire damage - peripheral vessels) has been completed. The cause of the guide wire damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the removal issue was most likely use related, based on given clinical details. Instructions for use as follows: impella cp with smartassist system for use during cardiogenic shock. Section: warnings and cautions: warnings. ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05530. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. H6 codes 1888 and 4641 were reported incorrectly. New codes were added to health effect - clinical code and health effect - impact code. H10 instructions for use missing.